Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. A review of the complaint history, drawings, dimensional verification, device history record, instructions for use (IFU), manufacturing instructions, quality control, and visual inspection of the returned device was conducted during the investigation. One used cxi support catheter was returned for investigation with 3mm of the distal tip separated from the rest of the catheter. The separated portion was frayed at one end. No notable damage other than the separated tip was observed. Catheter length, outer diameter, and distal tip length met dimensional requirements. In the device¿s returned condition, the distal hole diameter could not be measured with accuracy. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. Based on the information provided and the results of our investigation, a definitive root cause could not be determined. Per the risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints. Blank fields on this form indicate the information is unknown, unavailable, or unchanged. A review of the complaint history, drawings, dimensional verification, device history record, instructions for use (IFU), manufacturing instructions, quality control, and visual inspection of the returned device was conducted during the investigation. One used cxi support catheter was returned for investigation with 3mm of the distal tip separated from the rest of the catheter. The separated portion was frayed at one end. No notable damage other than the separated tip was observed. Catheter length, outer diameter, and distal tip length met dimensional requirements. In the device¿s returned condition, the distal hole diameter could not be measured with accuracy. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. Based on the information provided and the results of our investigation, a definitive root cause could not be determined. Per the risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). PMA/510(k) #: k122796. The event is currently under investigation.

Event description:
It was reported that during treatment of superior femoral artery stenosis and stenosis of the a. Tibialis anterior right side using a cxi support catheter, when wire was pulled out from the patient, the tip broke off. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.